Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2014. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if the device was programmed off on following the identification of the high impedance. No surgical interventions are known to have occurred to date. Attempts to obtain additional information have been unsuccessful to date.